Event description:
It was reported that the event involved a patient diagnosed with acute myocardial infarction. While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath. As the md was inserting the iab through the sheath, it became stuck when it reached the "middle of the sheath introducer". As a result, the iab was removed and another kit was used to complete the insertion. There were no reported patient complications. Further information has been requested.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.